Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
Th end user reported she developed a red, raw, burning, rash under and outside the borders of the skin barrier. She indicated the rash began 3 weeks ago after shaving her groin area which eventually led to a rash. She sought treatment from a physician who diagnosed the affected area as cellulitis and yeast infection. The physician prescribed clindamycin topical and an unknown liquid antifungal. No further patient complications were reported as a result of this event.